Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during use it was noted that the vasoview hemopro 2 cutting wire came partially detached from the jaws. The wire was intact, just separated at the end from the jaw. No pieces were detached or left. Out of precaution, a new device was opened and the procedure was completed. There was no procedural delay. There were no adverse events. No patient issues.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The lot # 3000478250 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.